Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the heartstart xl was experiencing a red x displayed in the ready for use (rfu). There was no reported patient involvement.